Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-07367.

Manufacturer narrative:
A partial lead with the pin measuring 18.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07297. It was reported that the patient deceased. The cause of death was cardiac arrest, hypertension and atrial fibrillation. There is no known allegation from a healthcare professional that suggests that the death was device-related. No additional information was reported.